Event description:
Nurse reported hospitalization due to high blood glucose. Nurse was trying to assist the customer with the insulin pump settings. The blood glucose at the time of the event was over 200 mg/dl. Diagnosed with an infection that caused the high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.